Event description:
Major pump unit(s) involved: blood pump.bearing wear.specific component(s) involved: pump drive unit malfunction;bearing wear.causative or contributing factor: no specific contributing cause identified.intervention(s): switch from vented electric to pneumatic-mode.implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.